Manufacturer narrative:
The customer responded to requests for additional information and provided patient information. Reference patient information.

Event description:
The customer contacted physio-control to report that their device turned off when trying to deliver defibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device turned off when trying to deliver defibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 additional manufacturer narrative of the initial medwatch report indicated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control evaluated the customers device data and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 additional manufacturer narrative of the initial medwatch report should indicate: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control evaluated the customers device data and was unable to verify the reported issue. The unexpected loss of power and "abnormal energy delivery" message were both unable to duplicated or verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Additional information: the device passed functional and performance testing and was returned to the customer. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turned off when trying to deliver defibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control evaluated the customers device data and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned off when trying to deliver defibrillation. This issue is patient related; however there was no adverse patient outcome reported.